Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder. There was reported "telemetry interference" and non-capture of events when patients were using media players. The article recommends keeping media players away from these devices. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4). This medwatch report represents 1 of 16 events (event type code malfunction. This information is based entirely on journal literature. All information provided is included in this report. Journal article referenced: (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns.